Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the day of the event the patient was at a medical clinic for a scan of her neck. Before the imaging was made the patient was feeling low and was dizzy. She did not have a blood glucose meter, and the cgm reading was not checked at that moment. A few minutes after the scan was finished, the patient was still not feeling well and ate a kit kat. As the patient was still not feeling well after the self-treatment her husband called a healthcare provider (hcp) and a fingerstick was performed while they were still in the imaging center. The cgm reading was 75 mg/dl, and the blood glucose reading was 31 mg/dl, and the patient was brought to a different hospital where she received 2 bags of intravenous treatment with glucose. The patient recovered after treatment and was advised to go home the same day around midnight. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.